Manufacturer narrative:
(B)(4). The additional 3.0x33mm xience alpine is being filed under a separate medwatch MFR number. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device damaged by another device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right coronary artery (rca). A 3.0 x 33 mm xience alpine stent was implanted without issue. A second 3.0 x 33 mm xience alpine stent was advanced through the implanted stent; however, it could not cross to the desired location for deployment. A decision was made to remove the undeployed xience alpine so a guideliner could be used for additional support. When attempting to remove the stent delivery system, it caught halfway inside the guiding catheter and the deployed stent. The device could not be removed so the patient was taken to surgery where they did a bypass of the rca and also of the left anterior descending (lad) artery. During the surgery, the implanted xience alpine was explanted. The patient is doing well and has been moved from the intensive care unit. There was a clinically significant delay in the procedure. No additional information was provided.